Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged, and it exhibited high threshold measurements. The patient reported muscle stimulation. This lead was successfully repositioned and remains in service. No adverse patient effects were reported.